Event description:
It was reported that the vns study patient presented with persistent pain at the generator site. It was indicated that the event started on (B)(6) 2014 and that it resolved on (B)(6) 2015. The pain was reported to be definitely related to the implant surgery. The study therapy was interrupted. It was reported that the patient underwent a generator replacement on (B)(6) 2015 with a smaller model generator. The outcome of the adverse event is ¿recovered¿. The event was a serious adverse event that resulted in initial or prolonged hospitalization. The explanted device has not been returned to the manufacturer to date.

Manufacturer narrative:
.

Manufacturer narrative:
Corrected data: manufacturer report # 1644487-2015-05711 is a duplicate of this report. All supplemental information will be added to this report and no further information will be reported under manufacturer report # 1644487-2015-05711.

Event description:
A follow-up adverse event form was received indicating that the patient's therapy had not been interrupted due to the pain as well as due to the migration. Additionally, the updated form stated that the generator migration was also a mild event.

Manufacturer narrative:
The present supplemental report were inadvertently submitted in the manufacturer report # 1644487-2015-05711 and should have been reported in this report.

Event description:
Further information was received indicating that the patient's device had migrated. It was reported that the event had started on (B)(6) 2014 and that it resolved on (B)(6) 2015 when the device was explanted. The severity of the event was moderate. It was reported that the event was definitely related to implant, but not related to vns stimulation. The treatment was not changed but the pulse generator was replaced. The event was indicated as a serious adverse event. It was reported that no trauma or any patient manipulation had occurred that could be the cause of the reported event. Review of manufacturing records confirmed that the generator passed all functional tests prior to distribution.